Event description:
The facility reported a device with an intermittent stop button on the pump head module keypad. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "an intermittent stop button" was not confirmed during product evaluation. Inspection of this pump revealed the condition could not be duplicated after undergoing the keypad functional test. There was no action taken to correct this condition.